Event description:
It was reported that during an unknown procedure, per a note left with the device, when the device was fired, it ¿cut but no staples fired.¿ it is unknown which number firing of the device. No bleeding occurred. Case completed with another device of the same product code. There were no patient consequences reported. The caller had no further details.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.